Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the pump was critically alarming due to empty reservoir. The environmental, external, or patient factors that may have led or contributed to the issue was patient compliance. No diagnostics/troubleshooting was performed. The patient has missed appointments in "order for that to be done". The patient was requested to come to the clinic to have the pump refilled and they declined. The issue was not resolved. The patient's status was alive - no injury.